Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited gradually increasing pace impedance and threshold measurements. During the patient's most recent follow-up an alert for high out-of-range pace impedances was observed although measurements remained within normal limits with no indication of noise during provocation testing. Rv output was increased and the patient will continue with routine follow-up. No adverse patient effects were reported. This system remains in service.